Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, intra op, the balloon was leaking from the "stop cock" connection. Due to the leak, the inflation device had air in the system. When trying to release the air, the reading of the device changed. When the surgeon was inflating the two balloons, they were inflating, but giving an incorrect reading. The result is that the bkp tamp balloon ruptured due to the pressure acceding the atm burst pressure. The ruptured balloons were removed. Surgeon was able to insert another bkp tray¿s balloon system. The case was completed with no other issues. No patient complication was reported as a result of this event. No fragments of the balloon remained inside the patient's body.

Manufacturer narrative:
Product analysis: two inflation syringes and two ibts were returned. There was a substance dried inside the syringes and the ibts that is atypical of what is commonly seen on returns. The substance has hardened inside the returned items making it impossible to functionally check the items. Due to the condition of the returned a full analysis cannot be completed. If information is provided in the future, a supplemental report will be issued.